Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery, a perforation occurred which required the use of a graftmaster stent. The graftmaster sds was advanced, but failed to cross a previously stented tortuous segment of the vessel. A new graftmaster sds was used successfully and sealed the perforation. The patient was discarded 2 days post-procedural. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.